Event description:
It was reported that pump housing was cracked after pump was dropped and hit wall, and customer was no longer able to use pump for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.